Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") in an adult female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) the left fallopian tube". The patient's previously administered products included for contraception: mirena, ovcon and paragard. Past adverse reactions to the above products included discomfort with mirena and paragard. Concomitant products included normensal (ethinylestradiol w/norethindrone) until 2017 for contraception as well as citalopram. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), dysuria ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("daily and constant pain on both right and left sides"), pelvic congestion ("pelvic congestion on right side") and alopecia ("hair loss"). The patient was treated with surgery (essure removal by laparoscopy and tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysuria, dysmenorrhoea, dyspareunia, pelvic congestion and alopecia outcome was unknown, the bladder disorder had resolved and the pelvic pain was resolving. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, pelvic congestion and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion - right tube then perforation (fallopian tube) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") in a 44-year-old female patient who had essure (batch no. A57112, 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) the left fallopian tube" on (B)(6) 2015. The patient's past medical history included endometriosis and cervical dysplasia. Previously administered products included for contraception: paragard and mirena. Past adverse reactions to the above products included discomfort with mirena and paragard. Concurrent conditions included depression and anxiety. Concomitant products included normensal (ethinylestradiol w/norethindrone) until 2017 and normensal (ovcon-35) for contraception as well as citalopram. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes/urine incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("daily and constant pain on both right and left sides/ pain"), pelvic congestion ("pelvic congestion on right side") and alopecia ("hair loss"). On (B)(6) 2015, 6 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysuria ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (essure removal by laparoscopy and tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysuria, dysmenorrhoea, dyspareunia, pelvic congestion, vaginal haemorrhage, menorrhagia, fatigue and weight increased outcome was unknown and the urinary incontinence, pelvic pain and alopecia was resolving. The reporter considered alopecia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, menorrhagia, pelvic congestion, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date provided as (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion - right tube then perforation (fallopian tube) (B)(6) 2017, findings revealed right essure device easily seen hysteroscopically and removed. Left essure device able to be seen after minimal dissection hysteroscopically but unable to be removed hysteroscopically. Left essure device easily seen with both ends of device seen protruding through tube and myometrium laparoscopically. On (B)(6) 2009, hysterosalpingogram (hsg) was done, report not provided. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: fallopian tube perforation. Lot number: 627301 manufacture date: 2008/05 expiration date: 2010/05. Lot number: a57112 manufacture date: 2012/09 expiration date: 2015/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") in a 44-year-old female patient who had essure (batch no. A57112, 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) the left fallopian tube" on (B)(6) 2015. The patient's past medical history included endometriosis and cervical dysplasia. Previously administered products included for contraception: paragard and mirena. Past adverse reactions to the above products included discomfort with mirena and paragard. Concurrent conditions included depression and anxiety. Concomitant products included normensal (ethinylestradiol w/norethindrone) until 2017 and normensal (ovcon-35) for contraception as well as citalopram. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes/urine incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("daily and constant pain on both right and left sides/ pain"), pelvic congestion ("pelvic congestion on right side") and alopecia ("hair loss"). On (B)(6) 2015, 6 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysuria ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (essure removal by laparoscopy and tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysuria, dysmenorrhoea, dyspareunia, pelvic congestion, vaginal haemorrhage, menorrhagia, fatigue and weight increased outcome was unknown and the urinary incontinence, pelvic pain and alopecia was resolving. The reporter considered alopecia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, menorrhagia, pelvic congestion, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date provided as (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion - right tube then perforation (fallopian tube) (B)(6) 2017, findings revealed right essure device easily seen hysteroscopically and removed. Left essure device able to be seen after minimal dissection hysteroscopically but unable to be removed hysteroscopically. Left essure device easily seen with both ends of device seen protruding through tube and myometrium laparoscopically. On (B)(6) 2009, hysterosalpingogram (hsg) was done, report not provided. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: fallopian tube perforaion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: plaintiff fact sheet received. New reporter added. Historical condition added. Essure lot number added. New events, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue and weight gain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)", device expulsion ("migration of essure device location of device: through the fallopian tube into the myometrium") and embedded device ("migration of essure device location of device: through the fallopian tube into the myometrium") in a 44-year-old female patient who had essure (batch no: a57112, 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) the left fallopian tube" on (B)(6) 2015. The patient's medical history included endometriosis, cervical dysplasia and dysmenorrhea. On (B)(6) 2017, findings revealed right essure device easily seen hysteroscopically and removed. Left essure device able to be seen after minimal dissection hysteroscopically but unable to be removed hysteroscopically. Left essure device easily seen with both ends of device seen protruding through tube and myometrium laparoscopically. On (B)(6) 2009, hysterosalpingogram (hsg) was done, report not provided. Previously administered products included for contraception: paragard and mirena. Past adverse reactions to the above products included discomfort with mirena and paragard. Concurrent conditions included depression and anxiety. Concomitant products included ethinylestradiol;norethisterone (ethinylestradiol w/norethindrone) until 2017 and ethinylestradiol; norethisterone (ovcon-35) for contraception, ethinylestradiol;norethisterone (zenchent) from 2012 to 2015 for female sterilization as well as citalopram. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes/urine incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("daily and constant pain on both right and left sides/ pain"), pelvic congestion ("pelvic congestion on right side") and alopecia ("hair loss"). On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced dysuria ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal by laparoscopy and tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, dysuria, dysmenorrhoea, dyspareunia, pelvic congestion, vaginal haemorrhage, menorrhagia, fatigue and weight increased outcome was unknown and the urinary incontinence, pelvic pain and alopecia was resolving. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fallopian tube perforation, fatigue, menorrhagia, pelvic congestion, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date provided as on (B)(6) 2008, on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: results: unilateral occlusion - right tube; on (B)(6)2015: results: perforation (fallopian tube). Diagnostic results: on (B)(6) 2017, findings revealed right essure device easily seen hysteroscopically and removed. Left essure device able to be seen after minimal dissection hysteroscopically but unable to be removed hysteroscopically. Left essure device easily seen with both ends of device seen protruding through tube and myometrium laparoscopically. On (B)(6) 2009, hysterosalpingogram (hsg) was done, report not provided. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: fallopian tube perforation. Lot number: 627301, manufacture date: 2008/05, expiration date: 2010/05. Lot number: a57112, manufacture date: 2012/09, expiration date: 2015/09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: reporter information was added. Concomitant medication was added. Per plaintiff fact sheet event: migration of essure device location of device: through the fallopian tube into the myometrium was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") in a 44-year-old female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) the left fallopian tube" on (B)(6) 2015. The patient's previously administered products included for contraception: paragard and mirena. Past adverse reactions to the above products included discomfort with mirena and paragard. Concurrent conditions included depression and anxiety. Concomitant products included normensal (ethinylestradiol w/norethindrone) until 2017 and normensal (ovcon-35) for contraception as well as citalopram. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes/urine incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("daily and constant pain on both right and left sides"), pelvic congestion ("pelvic congestion on right side") and alopecia ("hair loss"). On (B)(6) 2015, 3 months 14 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysuria ("bladder or urinary problems or changes"). The patient was treated with surgery (essure removal by laparoscopy and tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysuria, dysmenorrhoea, dyspareunia and pelvic congestion outcome was unknown and the urinary incontinence, pelvic pain and alopecia was resolving. The reporter considered alopecia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, pelvic congestion, pelvic pain and urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 9-jul-2015: unilateral occlusion - right tube then perforation (fallopian tube) (B)(6) 2017, findings revealed right essure device easily seen hysteroscopically and removed. Left essure device able to be seen after minimal dissection hysteroscopically but unable to be removed hysteroscopically. Left essure device easily seen with both ends of device seen protruding through tube and myometrium laparoscopically. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: fallopian tube perforaion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) failure to occlude (close) the left fallopian tube"), device expulsion ("migration of essure device location of device: through the fallopian tube into the myometrium") and embedded device ("migration of essure device location of device: through the fallopian tube into the myometrium") in a 44-year-old female patient who had essure (batch no. 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and benign neoplasm. (B)(6) 2017, findings revealed right essure device easily seen hysteroscopically and removed. Left essure device able to be seen after minimal dissection hysteroscopically but unable to be removed hysteroscopically. Left essure device easily seen with both ends of device seen protruding through tube and myometrium laparoscopically. . Previously administered products included for contraception: paragard and mirena. Past adverse reactions to the above products included discomfort with mirena and paragard. Concurrent conditions included depression, anxiety and dysmenorrhea. Concomitant products included ethinylestradiol;norethisterone (ethinylestradiol w/norethindrone) until 2017 and ethinylestradiol;norethisterone (ovcon-35) for contraception, ethinylestradiol;norethisterone (zenchent) from 2012 to 2015 for female sterilization as well as citalopram and intrauterine contraceptive device (paragard). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes/urine incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("daily and constant pain on both right and left sides/ pain"), pelvic congestion ("pelvic congestion on right side") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. On an unknown date, the patient experienced dysuria ("bladder or urinary problems or changes"). The patient was treated with surgery (essure removal by laparoscopy and tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, dysuria, dysmenorrhoea, dyspareunia and pelvic congestion outcome was unknown, the urinary incontinence and pelvic pain was resolving and the alopecia had resolved. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fallopian tube perforation, pelvic congestion, pelvic pain and urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion - right tube; on (B)(6) 2015: results: perforation (fallopian tube). Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: fallopian tube perforation. Lot number: 627301 manufacture date: 2008/05; expiration date: 2010/05. Lot number: a57112 manufacture date: 2012/09; expiration date: 2015/09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : reporter's information was added. Updated outcome of hair loss from recovering to recovered. Concomitant condition, concomitant drug were added. Previously reported event failure to occlude (close) the left fallopian tube was clubbed with perforation (fallopian tube(s)). Upon internal mail communication, events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, weight gain" which were reported and added in fu of (B)(6) 2018 were deleted and insertion date updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") in a 44-year-old female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) the left fallopian tube" on (B)(6) 2015. The patient's previously administered products included for contraception: paragard and mirena. Past adverse reactions to the above products included discomfort with mirena and paragard. Concurrent conditions included depression and anxiety. Concomitant products included normensal (ethinylestradiol w/norethindrone) until 2017 and normensal (ovcon-35) for contraception as well as citalopram. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes/urine incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("daily and constant pain on both right and left sides"), pelvic congestion ("pelvic congestion on right side") and alopecia ("hair loss"). On (B)(6) 2015, 3 months 14 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysuria ("bladder or urinary problems or changes"). The patient was treated with surgery (essure removal by laparoscopy and tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysuria, dysmenorrhoea, dyspareunia and pelvic congestion outcome was unknown and the urinary incontinence, pelvic pain and alopecia was resolving. The reporter considered alopecia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, pelvic congestion, pelvic pain and urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion - right tube then perforation (fallopian tube) (B)(6) 2017, findings revealed right essure device easily seen hysteroscopically and removed. Left essure device able to be seen after minimal dissection hysteroscopically but unable to be removed hysteroscopically. Left essure device easily seen with both ends of device seen protruding through tube and myometrium laparoscopically. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: fallopian tube perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event verbatim was updated as bladder or urinary problems or changes/urine incontinence and event pt was updated as urinary incontinence. Event outcome of urinary incontinence, alopecia and pelvic pain was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.